Event description:
A competitor reported the lead was replaced due to dislodgement. No patient complication have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead analyzed evaluation summary: full lead a competitor reported the lead was replaced due to dislodgement. No patient complication have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed, according to specifications device evaluated and alleged failure could not be duplicated dislodged.